Event description:
It was reported that for the last few months the customer has had high blood glucose levels (approx 200 mg/dl). Customer has a busy lifestyle and reports to be stressed. Cold insulin is typically used to fill cartridge, and cartridge is occasionally reused.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed. Per tandem's user guide, "insulin should be at room temperature before filling cartridge." "The cartridge is for single-use only."